Event description:
It was reported that cadd reservoir cassette, alarmed no disposable. No patient injury reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. Serial or lot number was not provided. Unknown manufacturing date. If the product is returned, smiths medical will reopen this complaint for further investigation.